Event description:
It was reported that there was premature battery depletion. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.